Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown biomet screw and one unknown biomet implant, were returned for investigation. Visual inspection of the products confirmed an unknown fractured biomet screw within the unknown biomet implant. Signs of damage on the threads of the implant consistent with removal efforts. Functional testing was not performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density type unknown. The reported device was located on tooth #30. Pictures or x-ray images were not provided. Appropriate documentation was removed. DHR review was not completed for the unknown biomet screw since the lot number was unknown. DHR review was not completed for the biomet implant since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was not conducted for the unknown biomet implant or unknown biomet screw as neither the item or lot numbers were available. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured in a biomet 5.5x10 implant. Unable to remove the screw, so the implant was removed. Additional appointments / implant re-placement: not indicated at this time. As a result of the event no injury to the patient was reported. Tooth location not reported.